Manufacturer narrative:
B3: year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was not sensing the cassette. The event happened during testing.

Manufacturer narrative:
D9: 7/21/2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The downstream occlusion sensor and upstream occlusion sensor were both calibrated to address this issue. The device then passed all testing.